Manufacturer narrative:
A ge representative evaluated and repaired the system. System operates as intended.

Event description:
The customer reported the display shut down during a case. No patient injury was reported.